Manufacturer narrative:
Reported event: an event regarding allergy/reaction involving an trident shell was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the primary right tha was performed for a displaced intracapsular hip fracture. The lone post operative progress note states that the patient was recovering well. The revision operation was performed. On the revision operative report the reason for revision was noted to be "titanium allergy". During this procedure it was noted that the components were removed "atraumatically". A prophylactic wire was placed around the proximal femur prior to femoral removal. The revision components were cemented in place. The lone ap undated x-ray shows a pressfit tha in anatomic position without evidence of loosening or complication. No cement or prophylactic wire is evident on the image so it is reasonable to conclude this film was obtained prior to revision. Revision tha surgery is confirmed. Other than the operative report stating "titanium allergy" no other documentation ( progress notes, laboratory reports, intra-operative findings etc.) Were available to substantiate this diagnosis. The root cause can not be established with this limited documentation. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: revision of right total hip replacement due to titanium allergy was reported. A review of the provided medical records by a clinical consultant stated the following comment: the primary right tha was performed for a displaced intracapsular hip fracture. The lone post operative progress note states that the patient was recovering well. The revision operation was performed. On the revision operative report the reason for revision was noted to be "titanium allergy". During this procedure it was noted that the components were removed "atraumatically". A prophylactic wire was placed around the proximal femur prior to femoral removal. The revision components were cemented in place. The lone ap undated x-ray shows a pressfit tha in anatomic position without evidence of loosening or complication. No cement or prophylactic wire is evident on the image so it is reasonable to conclude this film was obtained prior to revision. Revision tha surgery is confirmed. Other than the operative report stating "titanium allergy" no other documentation ( progress notes, laboratory reports, intra-operative findings etc.) Were available to substantiate this diagnosis. The root cause can not be established with this limited documentation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of right total hip replacement due to titanium allergy.

Event description:
Revision of right total hip replacement due to titanium allergy.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.